Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database against the reported product code found additional reports of stripped/non-functional. The additional reports were investigated and attributed the root cause to device wear from normal use and servicing. The investigation could not draw any conclusions about the current reported damage without the device to examine. The reported problem is consistent with the mating attachment features becoming worn/stripped when the reamer becomes in contact with hard cortical bone. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The hudson adapter no longer grips the reamer. The attachment point is warped.